Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. Visual examination of the reload noted that the reload was fully fired. The reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the middle of the procedure during an open ivor lewis esophagectomy, the surgeon was able to press the green button but clicked like something broke, so the device did not fire. There was no patient injury.